Event description:
In 2005, while wearing the external equipment, the pt reportedly experienced intermittency followed by no sound percept. The pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.